Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, removal difficulty occurred. The lesion being treated was located in the left external iliac, and the approach was ipsilateral. The peripheral cutting balloon was inflated two times to 8 atms to successfully treat the lesion. However, following deflation, the physician encountered resistance when withdrawing the cutting balloon into the 7fr sheath. Following removal, it was noted that the 7fr sheath was damaged, however, no damage to the balloon was noted. The patient developed a hematoma at the left femoral artery access site, which resolved overnight. The patient was discharged from the hospital the following day in stable condition.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device can not be reviewed. A review of the historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).